Event description:
Additional information was received from a consumer via a manufacturer representative on (B)(6) 2016. The representative had not read the pump yet, so was not sure whether the pump was just low or if it reached empty as it was not clear which alarm the patient thought she heard. The event logs showed that a low reservoir alarm occurred at 7:19 on (B)(6) 2016 and the empty reservoir occurred at 22:22 that same day.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 10 mg/ml dilaudid at a dose of 3.600 mg/day via an implantable pump for non-malignant pain. It was reported that there was a volume discrepancy of about 1.5 ml when the pump was refilled after it alarmed. It was stated that the patient said she felt sleepy for about four days after the pump was refilled. On (B)(6) 2016, additional information was received. The volume discrepancy was not consistent with the hcp¿s notes; the device was empty at that time. The elective replacement indicator (eri) was 61 months. The physician was not aware of any discrepancy in volume and their notes indicated no discrepancy occurred. The only issue shown was the pump running dry and that was consistent with the patient¿s initial alarm. There were no diagnostics performed related to the patient feeling sleepy. The physician was not sure why the patient felt sleepy as the patient did not come in during that time.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was hearing a beeping yesterday [(B)(6) 2016]. It was described as going off every 15 minutes. The patient was not sure if it was a fire alarm in her house or a "phone or something". Then she was in the restroom at home, heard it again, and then determined it was "for sure" her beeping. It was then stated that it was not the beeping sound when the sounds were played for the patient. It was noted that it "sounds like an alarm" and did not sound like the pump alarms. No symptoms were reported. The patient was to follow up with their healthcare provider (hcp). (B)(4): additional information was received from a consumer regarding a patients implantable infusion pump for non-malignant pain. It was reported on (B)(6) 2016 that the caller alleged the pump had alarmed or beeped. The caller stated it had started alarming/beeping the night prior to the report around 4-5pm. The patient stated when she woke up in the morning it had stopped. She reported feeling miserable. The patient said her healthcare provider told her it had alarmed because it was empty. The patient said the alarm started about a week prior to her refill date. The alarm had not been resolved even though the healthcare provider had refilled the pump. The patient was being medicated through the pump with dilaudid (concentration unknown, dose of 3.3mg/day). The patient's status was unknown.

Manufacturer narrative:
"Describe event of problem" was updated to reflect the removal of the pump alarm and "feeling miserable." (B)(4).

Event description:
Additional information was received from a consumer regarding a patients implantable infusion pump for non-malignant pain. The patient said her healthcare provider told her it had alarmed because it was empty. The patient said the alarm started about a week prior to her refill date. The alarm had not been resolved even though the healthcare provider had refilled the pump. The patient was being medicated through the pump with dilaudid (concentration unknown, dose of 3.3mg/day). The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.